Manufacturer narrative:
Section h6 - medical device problem code: corrected manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the provided log file. The log file captured a backup battery fault alarm correlating to a load test condition on 12nov2024. At this time, the unloaded voltage of the backup battery was under the acceptable voltage threshold, triggering the alarm. The alarm remained active until the controller was exchanged, and the alarm did not prevent the pump from operating as intended throughout the data. No other notable events were observed. The returned system controller (serial number hsc-146675) was functionally tested and performed as intended throughout all testing. Load tests were initiated after extended testing of the controller and battery was performed, and atypical alarms were unable to be reproduced. The root cause of the reported event was unable to be conclusively determined through this analysis, and a corrective action was initiated in order to further investigate the issue. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including backup battery fault alarms. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient had an emergency backup battery (ebb) fault. The alarm did not resolve with exchanging the ebb so the system controller was exchanged. The alarm resolved with exchange of the system controller. Log file review captured an ebb fault on 12nov2024, which appeared to have occurred after the system controller attempted a load test.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.